Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the device history record identified no relevant deviations or anomalies. Product examination found particulate returned with the complaint product. However, the returned product was removed from the sealed sterile packaging by the customer. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, a foreign substance was found on the hand piece of this product in the sterile tray. Therefore, the surgeon used an alternative one to complete the surgery. No adverse events have been reported as a result of the malfunction.